Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm, a right common iliac artery aneurysm and a left internal iliac artery aneurysm (liia) and was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Additionally, coil embolization of the left internal iliac artery was performed. On an unknown date one week later, estimated to be on or about (B)(6) 2019, follow-up examination revealed a type iii endoleak around right contralateral leg endoprosthesis. On (B)(6) 2019, the patient underwent re-intervention to treat the type iii endoleak. It was determined that the type iii endoleak was from a suspected disconnect of the contralateral leg component used as the bridge graft to the iliac branch component (ibc). An a additional stent graft was implanted to reline the overlap zone of the bridge graft and the ibc. The type iii endoleak was resolved however angiography revealed a type ii endoleak from the origin of a lumbar artery. The patient tolerated the procedure and the type ii endoleak will be monitored by the physician.